Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the cutter became dull (cutting failure of probe) during surgery. The procedure was completed safely after replacing the product with another one. The condition of aspiration and actuation is unknown. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a bag, for the report of cutting failure. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was visually inspected and found conforming. The sample was then functionally tested for aspiration, actuation and cut. The probe was found conforming for aspiration and non-conforming for actuation and cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and one other location along the inner cutter. After the probe was disassembled (needle with front shell removed), the probe was still unable to actuate. During further evaluation of the engine assembly, the front engine housing o-ring was found to be trapped in the adhesive on the extension. The evaluation confirms that the probe had a cutting failure. The evaluation also indicated that the probe had an actuation failure. The exact root cause of the observed cut and actuation non-conformances cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).